Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 septemebr 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. During the procedure, heparin was administrated. The amulet was implanted after 3 partial recaptures. Twenty four hours after the procedure a pericarditis and a small pericardial effusion was identified. It was being medically managed and patient is hospitalized. The physician mentioned the cause of pericardial effusion was abbott device.

Manufacturer narrative:
Removed medical device problem code 2017 (improper or incorrect procedure or method). It was reported that twenty four hours post procedure of an amulet device a pericarditis and a small pericardial effusion was identified. It was reported that the physician mentioned the cause of pericardial effusion was abbott device. Information from field indicated that the amulet device was implanted after three partial recaptures. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the pericardial effusion. The cause of reported patient effects pericarditis and pericardial effusion could not be conclusively determined. It was reported that pericardial effusion was medically managed and patient was hospitalized. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.